Manufacturer narrative:
Investigation - evaluation: a review of the complaint history, quality control and visual inspection of the returned device was conducted during the investigation. The customer returned only the mac-loc hub from an ultrathane mac-loc locking loop multipurpose drainage catheter for evaluation. The hub indicates that it was for an 8.5fr catheter. The catheter shaft had separated from the hub and no shaft material or flare material remained inside the hub. The mac loc hub was in the closed position and the suture was present in the hub. The lot number of the device is not known, accordingly a review of the device manufacturing records could not be conducted. Based on the information provided, examination of the returned device and the results of our investigation, it is reasonable to conclude that the device experienced forces beyond its intended design during the transfer from the chair to the bed causing the reported failure. Remedial actions have been initiated to investigate this issue. We will continue to monitor for similar complaints.

Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
It was reported that when transferring an (B)(6) patient from the chair to the bed, the patient's chest tube (ult product) became torn/broken. The tube was removed by the physician and a chest x-ray was taken; which confirmed no pieces were left in the patient anatomy. The reporter stated the patient "would have had x-ray anyway." It was confirmed that a section of the device did not remain inside the patient's body. The patient did not require any additional procedures nor experience any adverse effects due to this occurrence.